Event description:
The patient reported in 07/04 that their one touch ultra test strips were too wide to fit in the meter. This strip cut issue was not resolved with troubleshooting. The patient also reported that they went to the hospital because they were not able to test on the meter and was having symptoms of cold sweat. There is no further information regarding the hospital visit. Medical affairs specialist called and left a message for them, but they did not respond to that call. A letter will be sent out to them. It is unknown what their blood glucose result was at the hospital and what treatment they received there. Due to the insufficient information, it cannot be concluded that the strip malfunction contributed to any event. Therefore, this case is reported as a strip malfunction due to the strip cut issue.